Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only two pieces of the lead were returned, approximately 18 centimeters of the is-1 and a 41 centimeter tip section. The extracting stylet was stuck inside the tip section. Visual inspection of both severed sections showed no damage other than induced damage from explant. X-ray of the lead body showed no breaks in either section. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities of the returned sections.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited intermittent low out of range pacing impedance measurements of 150 to160 ohms and then would go in range at 500 ohms. A clavicular crush with insulation damage was thought to be the cause, but was not confirmed. During the removal procedure the physician experienced difficulty loosening the setscrew on the rv terminal pin, which was thought to be due to possible tissue in the mechanism. The physician also attempted to laser extract the rv lead for four hours, but was ultimately unsuccessful. Subsequently the lead was surgically abandoned. The right atrial (ra) lead was also laser extracted as the physician wanted to attempt to place a system on the opposite side. However, the left side was completely occluded so a new system was implanted on the right side. It was noted that the patient had congenital heart block with an escape rate of 50 to 60 bpm. No additional adverse patient effects were reported.